Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message occurred ¿3 months¿ prior to the alert date of (B)(6) 2015. The patient does not take any medication in order to help regulate their diabetes and the patient denied making any changes to their normal diabetes management routine as a result of this alleged product issue. ¿one week¿ after the product issue began the patient stated that they ¿passed out¿. It is not known how long the patient was unconscious for, but the patient stated that they were hospitalized and treated with insulin by a healthcare professional (hcp). The exact type and dosage of insulin which was used was not stated by the patient. At the time of troubleshooting the cca walked the patient through a re-test and the issue remained unresolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/28/2015 and evaluated by lifescan product analysis on 4/30/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.